Event description:
During device testing by a baxter service technician, a colleague infusion pump experienced failure code 403:317:871:0000, which interrupted delivery. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the condition of a colleague infusion pump with failure code 403:317:871:0000 was discovered and confirmed by a baxter service technician. This condition was caused by a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).